Event description:
The customer reported a ventilator gave a 110b error code indicating a check vent auto zero failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse).the rse advised the customer that they would need to troubleshoot the issue by checking the pin alignment as the issue was not present before replacing the air flow sensor assembly. Additionally, the rse advised that if not the pins, then the unit may have faulty solenoids 3 and 4. The customer was also able to configure the tera term and reset the preventative maintenance (pm) hours successfully. Further information regarding the repair has been requested multiple times from the customer but there has been no response. It is unknown if any parts or repairs have been conducted. If additional information becomes available at a later date, a supplemental report will be submitted.